Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) induced ventricular tachycardia (vt) and ventricular fibrillation (vf) on this patient. Subsequently, anti-tachycardia pacing (atp) and shocks were delivered; however, it was noted that the patent converted on their own. Technical services (ts) provided reprograming options. This device remains in service. No adverse patient effects were reported.